Event description:
Reprise iii study. It was reported that aortic stenosis occurred. The patient was enrolled into the reprise iii study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of antiplatelet medications other than aspirin. A loading dose of 300 mg of aspirin and clopidogrel was given the day before the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Four days post index procedure, the patient was discharged on clopidogrel and warfarin. In (B)(6) 2020, the patient presented to undergo a total hip replacement and bone graft to acetabulum. On the discharge summary, which occurred 508 days post index procedure, the patient was diagnosed with severe aortic stenosis. Hospitalization was prolonged for further evaluation and treatment. Three days after the severe aortic stenosis was reported, the event was considered resolved. It was further reported that the reprise iii study indicated there is no supporting transthoracic echocardiogram to support the observation and the observation is baseless.

Event description:
(B)(6) study. It was reported that aortic stenosis occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of antiplatelet medications other than aspirin. A loading dose of 300 mg of aspirin and clopidogrel was given the day before the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Four days post index procedure, the patient was discharged on clopidogrel and warfarin. In (B)(6) 2020, the patient presented to undergo a total hip replacement and bone graft to acetabulum. On the discharge summary, which occurred 508 days post index procedure, the patient was diagnosed with severe aortic stenosis. Hospitalization was prolonged for further evaluation and treatment. Three days after the severe aortic stenosis was reported, the event was considered resolved.